Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: on second firing with idrive in case with egia60amt the stapler would not fire all the way through, on 10mm. Surgeon replaced reload with egia60axt. Again the stapler would only fire 10mm through. Procedure was finished with a manual stapler (egiauxl). There was no unanticipated tissue loss. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Reinforcement material was used.